Manufacturer narrative:
A review of the device history record (DHR) associated with lot f2026103 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
Upon inserting a 6f-7f mynx control vascular closure device (vcd), the white tube began to split exposing the sealant as it entered the unknown sheath. Therefore, the device was removed immediately, and another mynx control was inserted and deployed without issues. Hemostasis was achieved. There was no reported patient injury. The user was trained with mynx device. The device was opened in a sterile field. The device will be returned for evaluation.

Manufacturer narrative:
Upon inserting a 6f-7f mynx control vascular closure device (vcd), the white tube began to split exposing the sealant as it entered the unknown sheath. Therefore, the device was removed immediately, and another mynx control was inserted and deployed without issues. Hemostasis was achieved. There was no reported patient injury. The user was trained with the mynx device. The device was opened in a sterile field. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed, the syringe was connected to the device with the stop cock open, the sealant remained in the manufacturing position, there was exposure to blood, and the sealant outer sleeve assembly was observed to have been kinked/damaged as received. The procedural sheath was not returned with the device. Per functional analysis, an insertion test was not performed on the returned device due to the damages in the sealant outer sleeve assembly as received. Per microscopic analysis, the sealant outer sleeve assembly was kinked/damaged, and the sealant was exposed to blood as received. A product history record (phr) review of lot f2026103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, that could cause the sealant exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.